Event description:
It was reported that the pt had a problem with her neurostimulator. The pt received an end-of-service or end-of-life message on her pt programmer. A company representative received an end-of-service message "after changing pw and cycling with 8840 during programming session and then trying to change electrodes that were activated." The pt did not notice a low battery indicator on her pt programmer. Interrogation of the device revealed a low battery but the representative was able to reprogram the neurostimulator. About a month and a half later, the company representative followed up with the pt and confirmed that the neurostimulator battery was depleted. The device and lead were both explanted. The health care professional decided to explant the lead as well "because it appeared to have damage." The hcp intended to replace the entire system in (B)(6) 2010. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).